Event description:
Physician was utilizing a phacoemulsifier ultrasonic handpiece, when fine "gold" metal particles were noticed in the pt's eye. The eye was irrigated and aspirated until there were no further fragments visible. On 11/15/95 the MFR's service representative performed a warranty maintenance procedure on the phacoemulsifier.